Manufacturer narrative:
A complete and thorough test and evaluation was conducted on the device in as received condition. Testing found o2 & n2o mixed gas flows were within in factory tolerances. Device tested and meets factory requirements.

Event description:
User facility reported that 2 patients got sick at 40% flow and dr. Was concerned about meter flowing accurately.